Manufacturer narrative:
H6; donut shaped portion of the outer gasket (of s-value) separated from seal. Was not in returned package. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, good; desufflation lever condition, n/a; inner gasket condition, good; latch condition, good; obturator condition, good; outer gasket condition, torn; reset button condition, n/a; sleeve condition, good; stopcock condition, n/a and trocar condition, good. Functional tests & results: does safety shield retract, yes; flapper door functional, n/a and lockout functional, n/a. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the outer gasket had become cut, making the instrument non functional. The instrument was received with the inner ring portion of the outer gakset cut out and it was not returned. The approximate width of the "o" ring which was cut out appeared to be about 1/16" in size. It should be noted that the instrument does not contain any "o" rings, only gaskets. The trocar was leak tested and leakage occurred due to the enlarged orifice and the missing gasket piece. No conclusion could be reached on how the damage to the outer gasket had occurred. Each instrument is evalauted during the assembly process to ensure that it functions properly. The centering of the instrument upon insertion or removal through the trocar may reduce the possibility of the gaskets being inadvertently damaged.

Event description:
It ws reported during a diagnostic laparoscopy while using a 355ns trocar the surgeon found an "o" ring in the pt's abdomen while irrigating prior to closing. The surgeon retrieved the "o" ring. There was no consequence to the pt.